Event description:
A report was received that the pt is experiencing difficulty charging his ipg. Although there were no signs of premature battery depletion, the physician believes that the ipg is malfunctioning. The physician replaced the pt's ipg and the pt is reportedly doing well.